Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/13/2014 with the following findings: the pump was returned with moisture in the display lens. The pump has audible and vibratory features but the display screen remains blank. The attempt to download the pump history and black box was unsuccessful. The audio bolus button cover is missing from the pump. Pump fails in-house leak test due to audio bolus button leak. Removed cover; internal moisture was present in pump. Investigators were unable to complete required investigation and adequately investigate the compliant due to internal moisture ingress. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This

Event description:
The reporter contacted animas on (B)(6) 2014 reporting a call service alarm. The reporter stated that the patient had a blood glucose (bg) of 487mg/dl with irritability, dizziness, symptoms of dehydration and not feeling well. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the bg excursion the patient experienced due to an alleged call service alarm issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.